Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient began feeling nauseous, dizzy, and had difficulty breathing. Prior to this, the patient¿s cgm was providing him with low reading around 40 mg/dl. The patient self-treated with food and chocolate to alleviate his symptoms. Despite this treatment, the patient¿s cgm continued to provide him with unspecified low readings. No bg meter comparison value was taken. The patient then went to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was 190 mg/dl while the cgm was reading 60 mg/dl. The patient was treated with IV fluids. The patient was discharged the following morning (less than 24 hours in the ER). At discharge, the patient¿s bg meter reading was 140 mg/dl while the cgm was reading 43 mg/dl. The patient calibrated and then the bg meter reading was 132 mg/dl while the cgm was reading 102 mg/dl. The patient was "fine" at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Upon arrival at the ER, the patient's blood glucose were checked and it was reported to fall within the c zone of the parkes error grid. The next day, the patient's blood glucose were compared and it was reported to fall within the c zone of the parkes error grid and b zone after calibration. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.